Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Visual inspection of the returned tasp found signs of repeated use and a fracture on the anterior side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasps broke in half or chipped during surgery.